Manufacturer narrative:
Correction: corrected report type from "adverse event" to "product problem" in section b.

Event description:
As reported: the web passed the pretest, and the implant of the web was navigated and positioned in the target site and attempted to be detached. Despite five attempts, the implant did not detach. The detachment controller was replaced with another detachment controller to be sure, but the implant still did not detach. The web was retracted into a microcatheter and removed from the patient. The second web successfully detached, and the procedure was completed. The case was successfully completed. Physician¿s comment: this is the fourth time that the implant did not completely detach. In the past, there were possible reasons for the detachment failure, such as the need to push the implant with excessive force due to the off-axis positioning. This time, as there was no off-axis positioning or repeated attempts of the implantation, it was unlikely that manipulation was a factor of the event. The previous three other events are captured in complaint (B)(4) (medwatch # 2032493-2024-00731). No further information is available regarding the previous three events despite attempt request.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -introducer items not returned for evaluation: -controller the web implant was returned still attached to the pusher for analysis and was returned deployed through the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications but the pusher hypotube exhibited a kink at the proximal section and at the hypotube to connector junction. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. Further inspection found the black lead wire joint broken at the distal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the broken lead wire. The investigation of the returned web system found the pusher hypotube kinked at the proximal section and at the hypotube to connector junction. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The lead wire break is consistent with the device experiencing force that exceeded the strength of the solder joint causing the lead wire to separate from the solder joint. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
As reported: the web passed the pretest, and the implant of the web was navigated and positioned in the target site and attempted to be detached. Despite five attempts, the implant did not detach. The detachment controller was replaced with another detachment controller to be sure, but the implant still did not detach. The web was retracted into a microcatheter and removed from the patient. The second web successfully detached, and the procedure was completed. The case was successfully completed. This is the fourth time that the implant did not completely detach. In the past, there were possible reasons for the detachment failure, such as the need to push the implant with excessive force due to the off-axis positioning. This time, as there was no off-axis positioning or repeated attempts of the implantation, it was unlikely that manipulation was a factor of the event. This report is for the fourth event, the three previous events are reported in medwatch # 2032493-2024-00731.

Event description:
As reported: the web passed the pretest, and the implant of the web was navigated and positioned in the target site and attempted to be detached. Despite five attempts, the implant did not detach. The detachment controller was replaced with another detachment controller to be sure, but the implant still did not detach. The web was retracted into a microcatheter and removed from the patient. The second web successfully detached, and the procedure was completed. The case was successfully completed. Physician¿s comment: this is the fourth time that the implant did not completely detach. In the past, there were possible reasons for the detachment failure, such as the need to push the implant with excessive force due to the off-axis positioning. This time, as there was no off-axis positioning or repeated attempts of the implantation, it was unlikely that manipulation was a factor of the event. The previous three other events are captured in complaint (B)(4). No further information is available regarding the previous three events despite attempt request.

Manufacturer narrative:
Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.